Event description:
It was reported that (2) devices were used during a laparoscopic nephrectomy. It was reported by the rep that the er420 clip scissored upon placing on the vessel. Another er420 also malfunctioned. A third er420 instrument was used to complete the case. There was no consequence to the pt.